Event description:
It was reported that about two weeks after the implantable cardiac monitor (icm) was implanted, the wound opened and the device was exposed. The icm was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).